Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. During functional testing, using a proxy indeflator filled with water, the balloon inflated and held pressure with no leaks as reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the reviewed information, there is no indication of a product deficiency.

Event description:
It was reported that there was a leak on the armada 35 where it connects with the inflation device. The connection between the inflation device and the armada was confirmed to be secure. Another balloon dilatation device was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.